Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 33,058 joules. The device was not returned for eval.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The samples in question were provided for investigation. The customer's results were confirmed. The reagents and controls were in the specified range. The sample results indicated the patient might have been vaccinated. The customer reported that the patient was not vaccinated and believed the negative result. Due to insufficient sample volume, further investigation to identify a specific root cause was not possible. No adverse events were reported.

Event description:
The user questioned a positive (B)(6) surface antigen result for one patient sample when the result from a second sample from the same patient was negative. No specific result data was provided. The user performed a (B)(6) surface antigen confirmatory test on the first patient sample and the result was positive. No specific result data was provided. As part of the investigation, (B)(6) surface antigen and (B)(6) surface antigen confirmatory testing were performed on the sample. All of the user's results were reproduced. The result for (B)(6) surface antigen was 3.56 coi (positive). The sample was further tested by pcr (polymerase chain reaction) for (B)(6) surface antigen and the result was negative. The user believed the negative result to be correct. No adverse events were alleged regarding the event. The reagent lot number of the (B)(6) surface antigen confirmatory reagent was 158617.